Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc/unk. The UDI for the devices is unavailable as the lot numbers were not provided. A review of the manufacturing records for the gore® excluder® aaa devices could not be performed as the lot numbers were not provided. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
It was reported approximately two years ago ((B)(6) 2016 will be date of implant) that a patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. Reportedly, two weeks after implant ((B)(6) 2016 will be used as date of event) the patient presented with cold legs. A computed tomography (date is unknown) revealed a ¿crushed¿ gore® excluder® aaa endoprostheses in the aorta (the trunk-ipsilateral leg endoprosthesis). The gore® excluder® aaa endoprostheses were explanted and an open repair was performed. The patient tolerated the reintervention procedure.